Event description:
Complainant reported that one of the eagle screws had backed out postoperatively. The surgoen is planning to revise sometime in the future and remove the backed out screw. As surgical intervention will occur and MDR is being filed to document this event.